Event description:
The patient reported that she experienced elevated blood glucose due to the infusion tubing separating at the luer connection. The patient stated that her blood glucose elevated to 298 mg/dl. She bolused 3 units of insulin to lower her blood glucose, but her levels remained elevated. The patient's normal blood glucose range is 100-180 mg/dl. She contacted her medical professional who advised her to begin additional insulin on a sliding scale and to change her insulin cartridge and infusion set. During the change, she noticed the outer tubing disconnected and insulin had leaked in her pocket. The patient bolused and continued with the sliding scale as directed. Her blood glucose returned to the normal range (171 mg/dl) by the next day. There were no products available to be returned for evaluation as the patient had discarded the product.

Manufacturer narrative:
No product will be returned for evaluation.